Manufacturer narrative:
Touchscreen (no function) defective, replaced. Functional testing and test measurements without error.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements; no injury resulted.

Manufacturer narrative:
Evaluation found the touchscreen defective (no function), replaced. Functional testing and test measurements without error.